Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use on the distal surface. The central post had completely fractured off from the device; the post fracture piece was not returned. DHR was reviewed and no discrepancies were found. Review of complaint history identified a trend which was investigated. After investigation it was determined the event was likely due to bending/torsional loading on the device. The products have been modified to prevent fracture. Therefore, no further actions are necessary. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Date of event: february 2017. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after a procedure while trying to disassemble the instrument, the articular surface instrument fractured. There was no patient involvement and no adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.